Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was the customer had been experiencing high blood glucose (bg) levels (465 mg/dl) and an insulin injection was delivered to address the bg level. The customer did not see insulin exiting the cartridge pigtail tubing. The customer changed out the cartridge and insulin was observed exiting the new cartridge. The customer declined further troubleshooting or follow up from tandem technical support.